Manufacturer narrative:
Patient initials: (B)(6). Additional product code: nkg. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient underwent a posterior cervical spine fusion revision on (B)(6) 2014 to implant a synapse system from c3 to c7. On an unknown date patient reported feeling pain and a non-union was noted at c6-c7. A second revision for a posterior cervical spine fusion was performed on (B)(6) 2015 where it was also noted the screws at c7 were broken. Both rods were removed, the bilateral screws at c3 - c6 were removed and replaced with larger diameter screws except the c5 right screw, which remains implanted. The top portion of the broken screws at c7 were retrieved while the shaft remains implanted. All locking caps were removed and replaced. Construct was lengthened and additional screws were implanted at t1. Procedure was completed successfully with no reported delay or x-rays. This is report 4 of 10 for (B)(4).